Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had fallen off a skateboard and cracked the pump's touchscreen. The customer's blood glucose level was 130 mg/dl. Reportedly, the pump was functional, but the pump's screen was not visible. It was indicated that the customer would administer manual injections as alternate insulin therapy.